Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when tried to remove the luer lock to adjust the catheter length, it would not come off. When used forceps and it did not come off. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the stylet was determined to be inconclusive. The product returned for evaluation was a 5fr dual lumen powerpicc catheter with an inlaid hydrophilic stiffening stylet and t-lock assembly. The t-lock assembly was attached to the red luer connector. The sample was returned with the majority of the stylet removed from the catheter. An attempt to remove the rest of the stylet was successful. The stylet length that was remaining in the catheter was approximately 2 inches. Microscopic inspection of the stylet revealed several small bends in the wire. Use residue was observed throughout the stylet. The complaint of difficulty removing the stylet could not confirmed because the product was returned with the stylet mostly removed from the catheter. The IFU and hangtag indicate that the catheter and inlaid stylet should be flushed prior to removal of the stylet. If the catheter and stylet were not flushed, it may have contributed to the difficult removal. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when tried to remove the luer lock to adjust the catheter length, it would not come off. When used forceps and it did not come off. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the t-lock luer was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr dual lumen powerpicc catheter. The sample was received with an attached t-lock assembly and inlaid hydrophilic stiffening stylet. The stylet had been partially withdrawn through the t-lock septum. An attempt to remove the t-lock and fully withdraw the stylet was successful and unremarkable. Subsequent reattachment and removal of the stylet luer was unremarkable. The catheter female luer adapters and t-lock male luer taper were measured using iso taper gauges and were found to be within manufacturing specifications. Microscopic inspection of the t-lock assembly revealed mechanical damage and impressions in the plastic consistent with use of a grasping instrument such as pliers. No deformities or defects were observed during evaluation of the catheter and t-lock connectors; however, the deformation and impressions suggested that an instrument(s) was used to initially remove the t-lock luer, further suggesting that resistance was encountered. The cause of that initial resistance was not found during sample evaluation. Potential contributing factors include over-tightening of the t-lock on the catheter luer adapter.